Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of telemetry difficulty. It was noted that the cable was twisted but functional and the device passed its functional and bench tests and no other anomalies were found. The cable was replaced. (B)(4).

Event description:
It was reported that the radio frequency (rf) head was unable to establish telemetry with the implanted device. The issue was resolved by using a different rf head. The rf head has been returned for repair. No patient complications have been reported as a result of this event.